Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any add'l details become available. This report represents all info known by reporter at this time.

Event description:
The facility reported a fail code 570. Info was not provided regarding whether or not the failure ocucrred during a pt infusion. Although baxter attempted to obtain information, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.